Manufacturer narrative:
The device was returned for visual and functional testing. Visual inspection revealed score marks on the rod consistent with incremental distraction but no damage. X-ray images revealed a broken radial bearing. Functional testing was performed with the electronic remote controller (erc) and manual distractor. The rod was unable to distracted or retracted. Sectioning of the rod was not performed. The root cause of the reported event is unknown, however, with this type of failure it is an indication of load bearing which exceeded the instructed limits by the patient. Review of the device history records indicated that unit met all quality specifications prior to shipment.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional pertinent information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the rod not lengthening. No patient adverse event was reported.